Manufacturer narrative:
Physio-control product analysis center (pac) further evaluated the removed part and determined that the cause of the reported issue was due to a shorted protective diode, cr20, on the power pcb assembly.

Event description:
A customer contacted physio-control to report that their device would not power on during testing. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would not power on during testing. There was no patient associated with the reported event.